Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) disassembled the display, cleaned and reassembled all connectors then verified proper display function. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display was flashing and losing sync. This occurred while the customer was changing the batteries. The iabp operated normally afterwards. There was no patient involved and no adverse event.